Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain indications for use. It was reported that the healthcare provider (hcp) put the pump in backwards, the pump was alarming and the patient's back was starting to kill them. The patient stated they need to find a new hcp to replace the pump because their current hcp was not paying for the surgery and they cannot afford paying for the surgery. The patient stated they went for a pump refill and found out the pump was placed backwards. The patient stated the pump was empty and alarming. The patient was provided physician listings. Additional information was received from the healthcare provider (hcp) via the manufacturer's representative (rep). It was reported by the hcp's office that the pump flip was confirmed via x-ray. They were unable to fill the pump, therefore they ordered a pump revision. The patient got upset and said they would not pay for a revision since the hcp "placed it backwards". It was reported that the pump was placed correctly. The patient no longer wanted to be seen at that hcp's office. The rep informed them there were no other pain pump managers in the area, and they provided a referral to another city. To the rep's understanding, the issue was not resolved, and the patient will be seen at the referral location outside of the rep's territory.